Manufacturer narrative:
MFR's report date: 01/19/2011. (B)(4). Product evaluated and the customer's report of a leak from the tubing was confirmed. A 0.16 inch long slice was noted on the vinyl tubing approx 18 1/4 inches above the distal smartsite valve. Blood was backed up into the tubing approx 1/2 inches below the slice on the tubing. The root cause of the slice was not identified. The lot number was not identified; however, based on the smartslice valve laser number, the set was manufactured 10/01/2010.

Event description:
Customer reported IV tubing leaked during an infusion of ganciclovir 390mg/100ml normal saline. The pt noticed fluid leaking from the middle of the tubing onto the floor and blood back flowing to the leak site. Approx 2/3 of the bag had infused when the leak was identified. The infusion was disconnected, the remaining dose was bagged and returned to pharmacy. Pt and staff aerosol exposure reported. No add'l info provided.